Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was seen for a surgical consult for ins replacement due to elective replacement indicator (eri). It was noted that the patient¿s ins was nearing nine years of usage. The rep reported that impedances on electrodes 0, 9, 10 were greater than 10 ,000. The rep reported that the patient¿s stimulation had been working fine and providing pain relief. There were no diagnostics/troubleshooting performed as those electrodes were not being used. The issues were resolved. Additional information was received from the rep on 2020-02-03. The rep reported that the cause was not determined. No further complications were reported.